Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, broken on anterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Observed, creases on the device. White particles observed, in the surface of the shell.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.